Manufacturer narrative:
Received two images of the drip chamber of a primary plum set where a particulate can be seen floating inside the chamber. Received one (1) used list #140099291 primary plum set attached to a bag spike adaptor w/ spiros. As received a particulate was observed to be floating in the drip chamber. The particulate was observed to be fibrous which is not consistent with the composition of the device in question. The complaint of foreign bodies in the drip chamber can be confirmed. When, where, or how the particulate got into the fluid path is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plumset was found to have a foreign body on the drip chamber during patient use. The reporter stated ¿the user discovered a foreign body in the drip chamber infusion set before starting the infusion with sodium chloride. The incident was reported to the nurse, who then replaced a new set and sodium chloride. This resulted in a 5-minute delay in the case¿. There was no patient harm reported.